Event description:
Customer reported a "high" tidal volume from the anestar anesthesia system, which may have affected anesthesia monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep evaluated the system and was unable to reproduce the problem. System was calibrated and tested to factory specifications.